Event description:
The manufacturer received information alleging a ventilator starts on its own when the power cord is plugged in. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system pca was replaced to address the issue.